Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced usm to resolve the errors 23003. The system was tested and verified as ready for use. Isi has received the usm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that the endoscope orientation icon was pointing upside down, and the instruments were moving in the opposite directions. The logs showed error 23003 on universal surgical manipulator (usm) 3 using the endoscope. A backup 30-degree scope was installed with no change. The usm was undocked, the endoscope was manually rotated, and the port clutch was burped with no change. The customer then undocked completely and performed a hard power cycle on the system with no change. The tse had the surgeon verify hand control assignments in the surgeon side console (ssc) touchpad menu were set correctly, they were. A zero-degree endoscope was installed, but the issue persisted. The endoscope was then placed on usm 2, this resolved the issue, fixing the orientation and allowing normal use of the instrument arms moving intuitively. The customer was unable to continue as a 3-usm procedure. The tse recommended swapping out the patient side cart with their other dv system if possible. The other system was in between cases, and they were going to locate it and swap it out to continue. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. The system initially powered on without errors. The system was restarted but issue persisted. The customer got a new 30-degree camera, and a zero-degree camera, but issue remained. Thus, the customer contacted isi tse. The surgeon could not use the system as the surgeon needed all four usms. The system in question was not used at all. As the patient was still asleep, the customer took the system out of the other room since they were between cases. The case was completed robotically with the original configuration. There was no injury to the patient except being under anesthesia longer than expected. The tse was contacted prior to converting to the other system.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have no failure. However, the error was confirmed via error logs/system logs. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform and passed all tests that were performed. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.